Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed troubleshooting options. A shock to test impedance was administered. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed troubleshooting options. A shock to test impedance was administered. No adverse patient effects were reported. The device remains in service. It was additionally reported that this lead was subsequently explanted. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is returned for analysis, this report will be updated upon completion of analysis.